Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an abdominoplasty surgery on (B)(6) 2016 and topical skin adhesive was used. Following the abdominoplasty, the patient¿s abdominal incision was closed using adhesive. Patient had an allergic reaction, which was addressed with removal of the adhesive and treatment with high dose prednisolone.